Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cocked stopper with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use of the bd vacutainer® lh pst¿ ii plus blood collection tubes the stopper would not seat in the tube properly. The following information was provided by the initial reporter: closure of tube opened unexpectedly after blood collection. It seems that stopper at tube was not at right place where it should be together with cap. Failure at closure positioning